Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt generalized weakness, a remote transmission was sent and right ventricular (rv) lead undersensing was noted on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.